Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the receiver g6. However, data for the ios app g6 was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the receiver g6. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. Nordic bluetooth pairing test was performed and passed. Share logs were provided. However, the data received reflected the ios app g6. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.